Event description:
It was reported that the single use distal cover fell off on withdrawal during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure. A scope was put down with a basket to retrieve the cover from the patient with no delay and no prolongation of the patient¿s anesthesia. The procedure was completed with the same device. There were no reports of patient or user harm associated with this event. This report is related to patient identifier (B)(6).